Event description:
After 48 months of implantation, the device involved in this MDR report was explanted and returned because a high impedance was observed in the ventricular channel in bipolar configuration - bipolar programming was not accepted.